Event description:
It was reported that medical attention was sought on (B)(6) 2019 around 5:30am. Reporter alleges that the meter gave a result of 138mg/dl. Caller stated that he took his bg and received what appeared to be a normal result. End-user states that he was found unconscious and the paramedics were called and arrived within 10 minutes. Paramedics performed a bgt with their meter and his result was 32mg/dl. End-user stated the test with the paramedics meter was taken approximately 11 minutes after testing with the prodigy meter. The paramedics did not test with the prodigy meter. End-user was then transported to the ER. He does not recall what his blood glucose was upon arriving at the ER. He stated that his vitals were taken and everything was normal. He is not sure what treatment he received to raise his blood glucose. The end-user stated he was in the ER for 11 hours but was not admitted and was told to follow up with his primary dr. His insulin was lowered by 2 units after seeking medical attention. He is prescribed humulin 70/30 24 units twice a day morning and evening. End-user was treated at (B)(6). No further information was provided.